Event description:
During the index procedure, after the first cypher stent was placed in the proximal lad, plaque shift was noted. Therefore, a second cypher stent was placed proximal in the lesion. Approximately a year later, the patient returned with worsening coronary artery disease and revascularization was performed in the distal lad. The patient is a (B)(6) male who was enrolled in (B)(4) study for stenting of lesions located in the proximal left anterior descending artery (lad) and mid lad. The reason for the intervention was a positive test for ischemia. The index procedure took place on (B)(6) 2009. The first lesion treated was the mid lad. The lesion was de novo. The rate of stenosis was 99%. The vessel was not calcified or tortuous. Timi flow ii. The lesion was pre-dilated with a 2mm x 20mm balloon at 16 atmospheres (atms). A cypher select plus (cxs33350/ lot 15014918) stent was successfully deployed in the lesion at 12 atms. The stent was post-dilated as per standard procedure. Timi flow iii post-procedure. There were no complications. No dissection. A 10% residual stenosis remained. Next the proximal lad was treated. The lesion was located proximal in the vessel. The lesion was de novo and the rate of stenosis was 95%. Pre procedure timi flow ii. The lesion was pre-dilated with a 3mm x 20mm balloon at 16 atms. A cypher select plus (cxs18350 / lot 15041769) stent was placed in the lesion. The stent was post-dilated as per standard procedure. After stent placement there was plaque shift noted. Therefore an additional cypher (cxs18300/ lot 15014915) stent was placed proximal to the initial stent in the proximal lad, overlapping.

Manufacturer narrative:
During the index procedure a mid left anterior descending artery (lad) lesion was treated with a cypher select plus ((B)(4) / lot 15014918) followed by treatment with a cypher select plus ((B)(4) / lot 15041769) in the proximal lad. Plaque shift was noted following placement of the cypher in the proximal lad; therefore, another cypher stent was placed proximally in the lesion. Approximately a year later, the patient returned with worsening coronary artery disease and revascularization was performed in the distal lad. The (B)(6) male was enrolled in the (B)(4) study for stenting of lesions located in the proximal left anterior descending artery (lad) and mid lad due to a positive test for ischemia. The first lesion treated was the mid lad. The lesion was de novo. The rate of stenosis was 99%. The vessel was not calcified or tortuous. Timi flow ii. The lesion was pre-dilated with a 2 mm x 20 mm balloon at 16 atmospheres (atms). A 3.5x33 cypher select plus ((B)(4) / lot 15014918) stent was successfully deployed in the lesion at 12 atms. The stent was post-dilated as per standard procedure. Timi flow iii post-procedure. There were no complications. No dissection. A 10% residual stenosis remained. Next the proximal lad was treated. The lesion was located proximal in the vessel. The lesion was de novo and the rate of stenosis was 95%. Pre procedure timi flow ii. The lesion was pre-dilated with a 3 mm x 20 mm balloon at 16 atms. A 3.5x18 cypher select plus ((B)(4) / lot 15041769) stent was placed in the lesion. The stent was post-dilated as per standard procedure. After stent placement there was plaque shift noted. Therefore an additional 3.0x18 cypher select plus ((B)(4)/ lot 15014915) stent was placed proximal to and overlapping the initial stent in the proximal lad. The stent was post-dilated as per standard procedure. The procedure was successfully completed. The patient was discharged two days later. A one month and six month follow up was performed and there was no report of angina or other major adverse events. Approximately a year post procedure the patient returned with stable angina. A week later, the patient was hospitalized with worsening coronary artery disease and an abnormal nuclear stress test. The patient underwent revascularization of the distal lad with placement of a drug eluting stent. It is unknown if the stenosis was within 5 mm of the cypher stent in the mid lad. The treatment was successful. There was no reported injury to the patient. The stents remain implanted and therefore are not available for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event. Based on the available information no conclusion can be made regarding the relationship of the required distal lad revascularization and the cypher stent implanted in the mid lad. Patient and procedural factors may have impacted the event. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2010-00495 and 3003742446-2010-00496.

Manufacturer narrative:
The stent was post-dilated as per standard procedure. The procedure was successfully completed. The patient was discharged two days later. A one month and six month follow up was performed and there was no report of angina or other major adverse events. Approximately a year post procedure,the patient returned with stable angina. A week later the patient was hospitalized with worsening coronary artery disease and an abnormal nuclear stress test. The patient underwent revascularization of the distal lad with placement of a drug eluting stent. It is unknown if the stenosis was within 5mm of the cypher stent in the mid lad. The treatment was successful. There was no reported injury to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2010-00495 and 3003742446-2010-00496.